Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the caller wanted his neurostimulator (ins) turned off because he was hurting. Patient stated it was beginning to hurt and it was bothering his fingertips. Patient was unable to turn stim off because he lost his patient programmer (pp). Patient reported the hurting/bothering fingertips started in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. Patient reported uncomfortable stimulation/ overstimulation. Patient said that stimulation is set on medium high and it is starting to annoy him, hurting his legs. Patient said that he has restless legs and his legs are starting to feel like they are tired. Patient said that electrode is in his neck and if he bends his head down the stimulation is really strong. Stimulation is for back and down legs. Patient does not have a local health care professional (hcp) patient would like to meet with manufacturing representative (rep) and have them turn stimulation off. This has been a gradual change in therapy/ symptoms. Patient also indicated there was a "screw-up" during implant however it has helped him in that he receives stimulation all the way down to his toes. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.